Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 228 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. It passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The device was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and case.